Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced low blood glucose (bg) of approximately 40 mg/dl; bg cause unknown. Customer declined to troubleshoot with tandem technical support.